Event description:
Earlier this year, the patient was on a jet ventilator when it was noted that the device would not deliver the programmed settings. The infant was taken off the jet ventilator and provided positive pressure ventilation for 40 minutes. The jet ventilator was changed to another jet ventilator to finish the treatment.